Event description:
It was reported that the foot could not be retracted during attempted suture placement in the common femoral artery using the preclose technique with a proglide device using a 6f sheath prior to an endovascular abdominal aortic aneurysm (aaa) procedure. Force was used to remove the proglide device from the vessel. Tissue damage occurred. The aaa procedure was completed using surgical access to implant the aaa prosthesis. Femoral artery hemostasis was achieved surgically. There was no clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the large hole procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Against resistance. Per the instructions for use under precautions: do not attempt to remove the device without closing the lever. Excessive force on the lever of the device or attempting to remove the device without closing the lever could cause breakage of the device and/or lead to vessel trauma, which may necessitate intervention and/or surgical removal of the device and vessel repair. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficult device removal due to foot retraction issue could not be confirmed as the returned condition indicated that the foot was completely retracted into the guide. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar difficult device removal due to foot retraction issue incidents reported for this lot. It was reported that the device was removed with force. This is inconsistent with the instructions for use under the precautions section, which states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. Based on the information reviewed, there is no indication of a product deficiency.